Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that at the beginning of use, the cardiosave intra-aortic balloon pump (iabp) had a defective iab sensor occur. The customer immediately replaced the device. There was no harm reported.

Manufacturer narrative:
Getinge field service engineer (fse) sensor failure occurred reproduction could not be confirmed. We performed a reproducibility test using the sensor connector and checked the fiber values, but no reproduction or malfunction was found. We checked the connection of the fiber optic board, but there was no particular problem. There is a possibility that light could not be emitted due to temporary dust, etc., and no malfunction was found in the equipment, so we will continue to monitor the situation. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.